Event description:
The customer reported that the unit failed the operational check pacer test and shows and error message "pacer equip malfunction". No pt involvement was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.